Event description:
It was reported, that the patient presented with dislodgement of the low voltage lead. The lead was revised on (B)(6) 2023. And is unknown, if it remains implanted or was replaced. Patient status was not known.